Event description:
Customer reported the on/off switch is difficult to use; the switch sometimes gets stuck in the on or off position. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Eval: results - eval of the returned unit confirmed the on/off switch is difficult to use due to it being pushed into the alarm case. In addition, when the nurse call function is in use, there is no signal at the nurse's station. (B)(4).